Manufacturer narrative:
The doctor reported that there is inaccurate marking of onset latency when tested on sensory nerves and when tested on all motor nerves. They stated that this has resulted in an inaccurate diagnosis to a patient. We have attempted to contact the customer to inquire about the status of the patient, to further troubleshoot, and to provide additional training on the usage of the device. The customer was instructed to contact nka, but they have not responded back to us. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The doctor reported that there is inaccurate marking of onset latency when tested on sensory nerves and when tested on all motor nerves. They stated that this has resulted in an inaccurate diagnosis to a patient. We have attempted to contact the customer to inquire about the status of the patient to further troubleshoot, and to provide additional training on the usage of the device. The customer was instructed to contact nka, but they have not responded back to us.

Manufacturer narrative:
The doctor reported that there is inaccurate marking of onset latency when tested on sensory nerves and when tested on all motor nerves. They stated that this has resulted in an inaccurate diagnosis to a patient. We have attempted to contact the customer to inquire about the status of the patient, to further troubleshoot, and to provide additional training on the usage of the device. The customer was instructed to contact nka, but they have not responded back to us. Investigation result: the root cause of the issue list is due to user error/education and lack of response. The customer had a remote session to address issues on the list. They were able to go through some of the list. The marking issues claimed by the doctor for inaccuracy and mis-diagnosis were not mentioned as being reviewed during the session. Tried multiple times to set up follow up session, but it never happened, the doctor was unavailable. Finally, customer requested the system be returned.